Manufacturer narrative:
Marked other for seizure reported. Concomitant medical products: patient was implanted with two neurostimulator systems and it was unclear which issues apply to which implanted system. Information regarding the other system implanted is: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was experiencing a medium stimulation sensation in their eyes and throughout their body. The rep indicated that the sensation was still present with both ins's turned off; it was noted that the patient had 2 ins's, one being cervical and the other for spinal/lumbar. During the call the patient started to experience a seizure. An impedance test was performed approximately 5 minutes before the seizure. The impedance test revealed that the lumbar ins had electrodes out of range with electrodes 1, 4, 7 and 14 all being >10 ,000; the cervical ins was noted to be in range. The rep stated that the patient used group a 100% of the time and group a had electrodes 3-, 4+, 5- programmed. It was discussed that the patient would not be getting therapy and would need to be reprogrammed. The rep said he would attempt to reprogram at a later time due to the patient having a seizure. It was also noted that the patient had a drug pump from a different manufacturer and the rep indicated that he thought the medium stimulation sensation in patient's eyes was most likely caused by the pump. No further complications were reported/anticipated.